Event description:
While advancing the sds towards the lesion it encountered severe resistance and stopped advancing. When it was pushed further with force the distal end of the stent began to deploy. The device was removed from the patient. There was no reported patient injury. The target lesion was superficial femoral artery with heavy calcification and moderate vessel tortuosity, the rate of stenosis was 80%.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15379177 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Vessel characteristics and procedural factors may have contributed to the reported event.